Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of incident and current blood glucose level was 173 mg/dl. The customer treated for low blood glucose with glucose tablets. Customer was declined for troubleshooting for low blood glucose. The insulin pump will be returned device for analysis.